Event description:
Boston scientific crm received information that this patient experienced syncope. It was noted that a ventricular tachycardia (vt) episode was recorded in the arrhythmia logbook with no duration. Boston scientific technical services (ts) advised the sales representative (sr) that this type of an event does not have exit criteria and the maximum rate would be 300 bpm. The sr also noted that the vt rhythm did not break, to which ts explained that an electrogram will be stored once the correct criteria is met to store this type of episode. No additional adverse patient effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated.